Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-aug-2018 with the following findings: during investigation, evidence of moisture was found behind the display lens. The pump was unresponsive with the returned battery cap and a test battery cap. The pump case was removed to find evidence of moisture contamination throughout the inside of the pump. The pump was unresponsive due to internal moisture contamination. The call service alarm allegation was unable to be investigated due to the unresponsive pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.